Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered a bolus without user interaction. Review of the pump data logs by tandem technical support verified that the bolus was manually requested by the customer. The customer's blood glucose (bg) level subsequently decreased to range from around 40-174 mg/dl. Customer consumed carbohydrates to address bg. Customer acknowledged the bolus was delivered due to error and pump was performing as intended.